Manufacturer narrative:
It was reported that the packaging of an octaray mapping catheter was noticed to be visibly damaged outside of a procedure. The outside packaging of the catheter was torn and had a dent. The damaged packaging was noticed when the catheter was being received and put away. Additional information was received. The package was damaged but the device was still in the tray. The plastic outside the tray was damaged and showed to no longer be sterile. The device evaluation was completed on 19-may-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device, and no shaft bent was observed. No more investigation could be performed due to the package was not returned by the customer, however, there was a photo provided by the customer where the box package was observed broken. The pouch damage was not possible to be observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed based on the photo provided by the customer. The potential cause of the broken package could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that the packaging of an octaray mapping catheter was noticed to be visibly damaged outside of a procedure. The outside packaging of the catheter was torn and had a dent. The damaged packaging was noticed when the catheter was being received and put away. Additional information received on 15-apr-2025 indicated that the package was damaged but the device was still in the tray. The plastic outside the tray was damaged and showed to no longer be sterile. This event was originally considered non-reportable, however, bwi became aware on 15-apr-2025 of the plastic outside the tray was damaged and showed to no longer be sterile and have reassessed the event as reportable. The awareness date for this record is 15-apr-2025.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-may-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).